Event description:
A customer reported a malfunction with their insulin pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. After contacting technical support, the customer was assisted with resetting the pump. The malfunction code did not recur, and the customer was advised to continue using the pump and to reach out if the issue appeared again.